Manufacturer narrative:
(B)(4). Date sent: 1/5/2021 d4: batch # u5d65p h6: component code: mechanical(g04) investigation summary the analysis found that one pcee60a device was returned with the batch number is blurred but still legible and with the anvil bent upwards. One gst60t reload present. The reload was received partially fired 1/2 with the reload deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy salvage surgery, the knife stopped moving forward when cutting between adhered bronchial tube and pulmonary artery. When the jaws were checked, it was found the anvil jaw was lifted. The manual override lever was very hard, so it was used forcibly, "then it got to be no resistance." A forceps was used to open the jaws to remove the device from the patient, but bleeding occurred from the cut line of the pulmonary artery. It was ligated and tachosil was used to stop bleeding. The amount of bleeding was unknown. No blood transfusion was required. There were no adverse consequences to the patient. No further information is available. The patient was stable after the procedure and the doctor thought the target tissue was hard and thick.